Event description:
New information on the lead also notes a difficult lle and used tight rail. Rv lead fractured, had to snare successful. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. The physician made a decision of sending patient for extraction. On (B)(6) 2020, the lead explanted and replaced. Patient was stable.